Manufacturer narrative:
The reported event was inconclusive. A potential root cause for this failure could be due to "catheter stripping damage. / over inflation during use / exposure to petrolatum based lubricant or other degrading materials". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Valve type: use luer slip tip syringe. Do not use needle. "Recommended inflation capacities: 3cc balloon: use 5ml sterile water 5cc balloon: use 10mlsterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities". To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon kept popped. Per follow up on 07may2021, and 10may2021, customer reported that 2 or 3 catheters that popped. Customer would return one catheter for evaluation. No harm or medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon popped.